Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited elevated and variable thresholds. The device will continue to be monitored due to the patient's age and frailty, and the device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device continued to exhibited elevated thresholds due to poor positioning in the myocardium. The device was reprogrammed, and a procedure performed to also implant a traditional transvenous pacemaker. The issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: aware date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.